Event description:
The pump and catheter were returned to the manufacturer with no additional information. Device registration shows the devices were replaced 2008. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Device analysis of the pump revealed 'no anomaly found, normal device function'. Catheter j11955r01. The following catheter segments were returned for analysis: (a) a pump connector and 42.5 cm proximal segment and (b) a 7.0 segment. Final device analysis revealed a hole which leaked located 6.8 cm from the proximal end of segment a. Segment b had the appearance of a compressed and broken catheter.